Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was foreign material (hair) was found in the bag used for the device packaging. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.

Manufacturer narrative:
On 3-sep-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-sep-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and there was foreign material (hair) was found in the bag used for the device packaging. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer, a foreign material was observed inside the sterile packaging of the device. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The pouch and foreign material involved in this complaint were not returned. A device history review was performed for the finished device number lot 00002897 and no internal action related to the complaint was found during the review. A supplier investigation was performed with the available information and considering the initial customer report that hair existed in the pouch at time of opening and another complaint of the same issue. The investigation indicates there are multiple inspection points and process steps intended to prevent this item from reaching the field. During packaging of the vizigo sheath, 100% of devices are checked in-line for contaminants as per the manufacturing procedure for pouching. Random sampling is performed by quality at an acceptable quality limit sampling of 1.0, as per the vizigo quality inspection procedure. To ensure the sampling is performed appropriately, device history record (DHR) reviews are conducted for every lot prior to release. One step of the DHR review process is to confirm that sufficient sampling requirements have been met. This occurs both as a system check and as a manual check. In addition, no internal actions were identified for the finished device lot number. The foreign material inside the package issue reported by the customer was confirmed by the initial customer report that hair existed in the pouch at time of opening and confirmation of another complaint in which the packaging and hair were returned. A specific cause of the contamination cannot be conclusively determined. Complaint will be accepted as manufacturing attributable, even though a specific cause of the contamination could not be conclusively determined. The instructions for use contain the following recommendations: do not use the sheath if the package is opened or damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address particulate in packaging. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).